Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door not latched during infusion" which was reproduced while running a loaded set. Evaluation had experienced a "door not fully latched alarm" when attempting to load a set and close the door. The reported symptom was confirmed through multiple events of "door jammed!" During a review of the event history log. This was caused by door hooks which were out of adjustment. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced "door not latched during infusion" during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.